Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune bloodwork"), vitamin d deficiency ("I need more vitamin d"), numbness of upper extremities ("numbness in hand, feet and sometimes face"), muscle twitching ("muscle twitching"), fatigue ("fatigue"), pain ("felt an extreme stabbing pain"), cough ("cough"), mixed connective tissue disease ("mixed connective tissue disease"), muscle spasms ("hand will cramp") and numbness ("get frozen and numb"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, autoimmune disorder, vitamin d deficiency, numbness of upper extremities, muscle twitching and fatigue outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, cough, fatigue, mixed connective tissue disease, muscle spasms, muscle twitching, numbness of upper extremities, pain, vitamin d deficiency and numbness to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event -get frozen and numb, hand will cramp, mixed connective tissue disease, cough, felt an extreme stabbing pain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune bloodwork"), vitamin d deficiency ("I need more vitamin d"), numbness of upper extremities ("numbness in hand, feet and sometimes face"), muscle twitching ("muscle twitching"), fatigue ("fatigue"), adnexa uteri pain ("felt an extreme stabbing pain in circled region(left ovary)"), cough ("cough"), mixed connective tissue disease ("mixed connective tissue disease"), muscle spasms ("hand will cramp") and numbness ("get frozen and numb"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, autoimmune disorder, vitamin d deficiency, numbness of upper extremities, muscle twitching and fatigue outcome was unknown and the adnexa uteri pain had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, autoimmune disorder, cough, fatigue, mixed connective tissue disease, muscle spasms, muscle twitching, numbness of upper extremities, vitamin d deficiency and numbness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Event verbatim updated for event felt an extreme stabbing pain to felt an extreme stabbing pain in circled region(left ovary) and coding updated to meddra llt ovarian pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune bloodwork"), vitamin d deficiency ("I need more vitamin d"), numbness of upper extremities ("numbness in hand, feet and sometimes face"), muscle twitching ("muscle twitching"), fatigue ("fatigue"), pain ("felt an extreme stabbing pain"), cough ("cough"), mixed connective tissue disease ("mixed connective tissue disease"), muscle spasms ("hand will cramp") and numbness ("get frozen and numb"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, autoimmune disorder, vitamin d deficiency, numbness of upper extremities, muscle twitching and fatigue outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, cough, fatigue, mixed connective tissue disease, muscle spasms, muscle twitching, numbness of upper extremities, pain, vitamin d deficiency and numbness to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event -get frozen and numb, hand will cramp, mixed connective tissue disease, cough, felt an extreme stabbing pain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune bloodwork"), vitamin d deficiency ("I need more vitamin d"), hypoaesthesia ("numbness in hand, feet and sometimes face"), muscle twitching ("muscle twitching") and fatigue ("fatigue"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, autoimmune disorder, vitamin d deficiency, hypoaesthesia, muscle twitching and fatigue outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, fatigue, hypoaesthesia, muscle twitching and vitamin d deficiency to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Medical device removal was updated to new events autoimmune bloodwork, I need more vitamin d, numbness in hand, feet and sometimes face, muscle twitching, cramping, fatigue was added. Reporter, treatment drugs was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.